Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 900 mg/dl. Caller stated that she was vomiting and was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 573 mg/dl, which was treated with manual injections. The caller reported a second hospital visit due to high blood glucose level at the time of the incident was not provided. The customer reported a separate incident in which she removed the reservoir and insulin spilled out of the device. Troubleshooting was declined. The insulin pump was replaced and returned for analysis.